Event description:
The customer's mother reported via phone call that the customer had received no delivery alarms multiple times last week. The alarms were received mostly when the customer tries to bolus. Customer has had high blood glucose all last week. The alarm was resolved by a complete set change. Customer's mother stated that they went through at least 6 sets last week. Caller would like to return the set for analysis. Customer's mother stated that her daughter got sick to the point of vomiting one night last week. Customer's mother called the doctor and provided her doctor with a shot. Customer's mother was advised that this could be a sign of diabetic ketoacidosis and that they should test for ketones since this could be a sign that the customer needs to go to the emergency room.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.